Event description:
Dermatome did not function properly. The dermatome malfunction limited the harvest of as much intact skin graft as desired. Small pieces of skin were harvested and stitched over graft site. Patient's clinical outcome was unchanged.====================== health professional's impression======================the dermatome was recently returned to manufacturer for repair as the dermatome failed to harvest adequate graft. A loaner provided by manufacturer functioned properly.this was the first time we used the dermatome since its return from repair and it malfunctioned again.==================================================================reporter indicated the air dermatome was repaired on 10/26/10. The manufacturer calibrated the unit and replaced the thickness lever, bearings, throttle lever, swivel, width plates, reciprocating arm, seal and retaining ring, motor, and repaired the poppet assembly.the speed cutting action diminished and skipped, the knob was stiff and difficult to use. They followed manufacturer's guidelines for sterilization.